Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a partial display due to a physical damage. The customer¿s blood glucose level was unknown at the time of the incident. Customer state that the pump needs to be replace because there is an leaf shape dime size. Customer was in the parking lot and was trying to get into her vehicle when pump's clip came loose and pump swing around and hit the door of the car. The device will be return for analysis.

Manufacturer narrative:
Device received with missing segments/partial display due to bleeding lcd glass. Unit had cracked lcd window.